Event description:
A retinal specialist reports that, following cataract surgery, one of his pts is experiencing poor vision and approximately three diopters of astigmatism that is not accounted for in the corneal measurements. A yag was performed a few months after cataract surgery (no date provided). In addition, the pt has been seen by three neuro-ophthalmologist and two retinal specialists. The relationship between the reported poor vision and astigmatism and the intraocular lens is not known.